Event description:
Pt reported to emergency room with symptoms of pnuemomediastinum. CT confirmed. Md prescribed conservative treatment and discontinuation of use of vest. Condition resolved in 3 days. Unable to determine if vest use may have contributed to event. No malfunction of device is alleged.